Event description:
Trailing edge of plate haptic was noted to be torn after injection of the intraocular lens into the eye following phacoemulsification cataract removal. Wound was enlarged, and lens replaced as there was concern for stability of the lens due to the nature of the tear. Lens was 23.5 diopters, not particularly thick or thin.